Event description:
The customer reported an issue with the incorrect time displayed on their device. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels outside the normal range. Customer technical support assisted in updating the pump time and advised the customer to monitor for any future discrepancies and follow up if needed.